Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Analysis was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he jumped into the pool three weeks prior and that there is fluid under the pump¿s screen his blood glucose was unknown. He said that there were no cracks or damages to the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.